Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl at the time of the incident and current was unknown. Time and date of event was (B)(6) 2017 early morning. The customer was unresponsive. Customer was treated with glucagon and food by the emergency medical services. Customer wearing the insulin pump at time of event. The drive support cap appears normal. The customer's spouse was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.